Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-oct-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 20-apr-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that the patient had a lead migration. Factors that contributed to the issue was falls. Impedances were checked and then an x-ray confirmed a lead migration. Impedances were normal. No surgical intervention has occurred but surgical intervention was planned, but had not yet been scheduled.